Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was not implanted. Section d6b: if explanted, give date: not applicable, as lens was not implanted hence cannot be explanted. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded intraocular lens is damaged upon opening of package. Although there was no patient involvement, event was described as the plunger/haptic is bent. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes; returned to manufacturer on: oct. 10, 2023; section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with the lens advanced to the cartridge tip and with the plunger rod overriding the lens. The complaint cartridge was received with a lens stuck inside of the cartridge tip. The plunger rod could be observed to be damaging the side of the cartridge and cartridge tip. Further inspection of the cartridge revealed that there were trace amounts of viscoelastic residue dispersed throughout the length of the cartridge, suggesting that there was an appropriate amount of ovd/bss used. The lens module was opened and, no marks could be observed inside of the lens module that would indicate that the plunger rod did not advance properly. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint issue could be identified. The complaint lens was received stuck inside of the cartridge tip. The lens could be observed to be damaged inside of the cartridge. The lens could not be retrieved from the cartridge; therefore, no further product evaluation could be performed. The complaint issue of ¿dc-plunger rod issue¿ and ¿dc-haptic damaged¿ was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified.. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.